Manufacturer narrative:
Per additional information, previously reported device code (B)(4) is not applicable anymore. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause was unknown. Patient stated to the rep they believed she could not utilize the technology properly to get good therapy from the product but this statement of ¿couldn¿t get it right¿ was all she said. The date of explant, patient's weight, event date were asked but unknown. The provided information was confirmed with the physician/account. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the last system was explanted because she couldn't get it right. No further complications were reported/anticipated.